Event description:
It was reported that the patient presented in the or for device change-out for normal eri. Oversensing was observed on the lead. Externalized conductors were found via fluoroscopy. Lead was capped and a portion was returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned for analysis. The lead was cut 14.3cm from the connector pin and the distal portion was not returned. Analysis of the returned portion was normal. No anomaly found. Without the return of the entire lead, a full analysis could not be completed.